Manufacturer narrative:
Investigation completed 7/25/2017. Device history record reviewed for work order /122563 lot/ 159 manufactured on 12/17/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points except for rejected product labels which were replaced. No service history is on file for this device. A two year look back from 06/05/2015 to 06/05/2017 for this reported failure using key words "lock", ¿stiff¿, ¿hard¿ for product ID a2101 shows that 4 complaints were received including this case. No new design or manufacturing trends have been identified. The product was setup and tested for torque, dimensional, and visual criteria; no rejection points were noted. Root cause could not be determined because the product passed the dimensional, torque test, and visual testing requirements.

Event description:
It was reported that the product a2101 mayfield ultra base unit, has a locking bolt and set screw that cannot be adjusted, hence the base unit is not stable when fully locked. For example, when pressure is applied to the transitional member it moves- and cannot be adjusted for tightening. There was no patient contact. No patient injury or death was alleged. There was no surgical delay or medical intervention reported. Additional request for information has been sent.